Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that the customer observed contamination of tubes in following tubes being processed by the lwa. The following information was provided by the initial reporter. The customer observed contamination of tubes in following tubes being processed by the lwa. He performed several tests in order to calculate the carryover percentage, and this carryover seems to be higher than the maximum carryover that is specified in the technical specifications of the instrument. As there any alleged injury or harm to user or patient? No. Serious injury, no. Erroneous results, potentially yes. Course of treatment changed, no. Exposure to blood/bodily fluid no. Safety issue incl. Needle stick, medical intervention, no.